Manufacturer narrative:
The device was not returned to manufacturer for evaluation therefore cause of event cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient unerwent oblique lateral interbody fusion (olif) at l4-5 due to spinal canal stenosis. During surgery, as curettage was not enough performed, so the surgeon decided to remove the cage using a removal tool and a slap hammer. The cage could not be removed easily, so the surgeon applied significant force to the remover and used the slap hammer many times. As a result, the screw hole of the cage got broken. No fragments remained inside the patient. No patient complication was reported.